Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device experiencing vibration, identified during service and evaluation was confirmed. The assignable root cause was determined to be traced to user, which is user error. UDI: (B)(4).

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the cord and flex circuit of the motor device were damaged and the device experienced vibration. It was further observed that the device had an air leak, and the labeling had an illegible etch. It was further determined that the device failed pretest for visual assessments, motor thermistor assessment and air pump assessment. It was noted in the service order that during post-surgery, it was discovered that the device was damaged. The event was not related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in (B)(6) 2022. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.